Manufacturer narrative:
Per updated information received from field service, there was no loss of ventilation or delivery. The failure was with monitoring the tidal volume. The flow sensors were replaced, and the issue was resolved. There was no reportable malfunction.

Event description:
It was reported that there was an error resulting in inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.